Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: another coil (details unknown). Syringe (details unknown). Another syringe (details unknown). Transit2 (lot unknown).

Event description:
It was reported by the hospital contact that after the physician implanted several coils, he attempted to add a complained orbit galaxy (640cf0515/17070666). However, it was unable to be detached. Therefore, it was replaced with another coil (details unknown) instead. In addition, the syringe (details unknown) was also replaced with another one (details unknown) to be safe. The coil was successfully detached. The physician wondered if it had not been firmly connected with the syringe. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be delivered for analysis. No further information is available. The procedure was the coil embolization of rt-iia prior to evar. A transit2 (lot unknown) was used for this procedure. There were no damages noted on the coil or syringe after use. The syinge was filled with saline from a dedicated source of saline. It is unknown if the syringe was used to successfully deploy any coils prior to this one. It is unknown if the syringe exceeded the green zone/position #3 before attempting to deploy this coil. Before attempting to deploy it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. It is unknown if during attempt to deploy the syringe was taken to the red alternative detachment zone beyond the green zone after it did not deploy in the green zone. It is unknown if the syringe pressurize as intended. It is unknown if there was resistance during the deployment of the coil system through the microcatheter.

Manufacturer narrative:
It was reported by the hospital contact that after the physician implanted several coils, he attempted to add a complained orbit galaxy (640cf0515/17070666). However, it was unable to be detached. Therefore, it was replaced with another coil (details unknown) instead. In addition, the syringe (details unknown) was also replaced with another one (details unknown) to be safe. The coil was successfully detached. The physician wondered if it had not been firmly connected with the syringe. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be delivered for analysis. No further information is available. The procedure was the coil embolization of rt-iia prior to evar. A transit2 (lot unknown) was used for this procedure. There were no damages noted on the coil or syringe after use. The syringe was filled with saline from a dedicated source of saline. It is unknown if the syringe was used to successfully deploy any coils prior to this one. It is unknown if the syringe exceeded the green zone/position #3 before attempting to deploy this coil. Before attempting to deploy it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. It is unknown if during attempt to deploy the syringe was taken to the red alternative detachment zone beyond the green zone after it did not deploy in the green zone. It is unknown if the syringe pressurize as intended. It is unknown if there was resistance during the deployment of the coil system through the microcatheter. A non-sterile og tdl cmplx fill coil 5x15 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support coil gripper and embolic coil were found outside of the introducer. The gripper and embolic coil were inspected under microscope; the embolic coil was found kinked/stretched while the gripper was found without damage. Using a lab sample syringe 635-002, the orbit galaxy was tried to purging on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached without any difficulty. The review of lot 17070666 presented no issues that were considered potentially related to the reported complaint. The failure reported by the customer as ¿coil - failure to detach¿ was not confirmed during the functional test. Therefore no corrective action will be taken at this time.